Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump was defective. It no longer closes tightly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump was defective. It no longer closes tightly. There were no reports of patient harm.